Manufacturer narrative:
B5: upon follow up it was reported 26 days after hospital admission, the patient was discharged from the hospital and was recovered from the peritonitis event. On an unreported date, antibiotic therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, once in every three days, ongoing, route not reported) amikacin injection (250mg, ongoing, route, frequency not reported) and fortum injection (1gm, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.